Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (battery) was verified. The alleged malfunction (shutdown) could not be evaluated due to contamination on usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump was unresponsive. Blood glucose was 350 mg/dl. Reportedly, customer did not have alternate insulin therapy.